Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the metzenbaum scissors failed insulation scan.

Manufacturer narrative:
Visual inspection: the 5mm, 33cm endo metzenbaum scissors (curved) was visually inspected and it was noted that there was glint on the blades. Functional inspection : the 5mm, 33cm endo metzenbaum scissors (curved) was tested with a know working handle. Porvair material was then used for the cutting test, it was found that excessive cutting force was need to cut the porvair. Probable root causes could be ware and tear on the blades or off label use. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the metzenbaum scissors failed insulation scan.